Manufacturer narrative:
(B)(4). The following could not be completed with the limited information provided. Manufacture date ¿ ni. Impactor positioning issue was confirmed from log files and snapshots. From snapshots, impactor appears to be positioned roughly 40 mm posterior and 40 mm inferior from the pre-operative acetabulum center. Reamer positioning issue could not be confirmed as no snapshots were taken during navigation. As root causes were identified as use errors regarding the software, no DHR review is required. Identified failures are not related to the hardware. All landmarks were evaluate to identify whether any other incoherences could be identified. Acetabulum bottom, pelvis coordinate system, acetabulum center, acetabulum plane and both pre-dislocation and post-reduction femur landmarks are coherent with a pelvis anatomy. Only the impaction position and acetabular implant cor are grossly off. These two acquisitions are sequential in the workflow. Both acquisitions are also performed with different instruments (impactor vs. Pointer). Instrument calibration records were also verified. All calibration values were coherent. There is no evidence that the navigated instruments (i.e. Impactor + reamer) were not calibrated properly. Regarding sizing of the acetabulum: it is possible the radius was misinterpreted if the acetabulum was elliptical rather than spherical. A discrepancy of 7 mm in acetabulum diameter evaluation is not out of the ordinary. Acetabulum diameter is only provided as a convenience to propose an initial reamer shell size and does not impact overall system accuracy. The system performance seems to be in bounds of its design requirements. The system performed as intended and no problem was identified. The most likely root cause of reamer navigation is that the cas universal optical tracker fixation moved on the reamer between calibration and navigation phase. There are two potential root causes for the impactor navigation issue. Cas universal optical tracker fixation moved between calibration and navigation phase, or invalid positioning of the cup on the calibration plane. Multiple MDR reports were filed for this event, please see associated reports: 0009617840-2017-00009.

Event description:
During a total hip arthroplasty procedure, the cup position seen on the navigation screen was not representative of the actual placement in the patient. It was reported the numbers output by the system were correct; however, the system appears to estimate the size of the acetabulum too large. This resulted in an approximate delay of 22 minutes and contributed to an overall 45 minute delay in procedure.